Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The safety valve membrane was dirty and was cleaned. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided.the root cause of the reported leakage was foreign contamination on the safety valve membrane. This will be detected during pre-use check.

Event description:
It was reported that a leakage occurred. There was no patient harm. Manufacturer's ref #: (B)(4).